Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model: sc-2158-50, serial/lot: (B)(4), description: linear lead with enhanced stylet, 50cm. Model: sc-4316, serial/lot: (B)(4), description: next generation anchor kit- sterile.

Event description:
A report was received that the patient would be explanted for an unknown reason. No further details were provided.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient would be explanted for an unknown reason. No further details were provided.